Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1804258, medical device expiration date: 2023-03-31, device manufacture date: 2018-04-20. Medical device lot #: 1805279, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak perfusion syringes leaked past the stopper. The following information was provided by the initial reporter: " leakage of infusion fluid occurs through the plunger at the back. "

Event description:
It was reported that bd plastipak perfusion syringes leaked past the stopper. The following information was provided by the initial reporter: "leakage of infusion fluid occurs through the plunger at the back."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-jan-17. H6: investigation summary: two samples received for investigation. Upon visual inspection of the samples received, no defects have been observed. The stopper is correctly assembled in both samples and none of them show any defect in the barrel that could lead to the failure experienced by customer. Functional testing was performed and leakage was observed. A device history review was performed for the reported lot 1805279, 1804258 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to determine a root cause related to the failure.